Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during technical inspection, the merlin programmer exhibited burnt monitor, error message, motherboard defect, damaged fairings, top and bottom display covers, power supply and printer. No resolution was reported. There was no patient involvement.